Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode or determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this implantable pacemaker was found in safety mode and the patient will see the surgeon this week to discuss device replacement. It was recommended the patient be admitted to the hospital if 100% dependent and advised the patient to return to the hospital's emergency department to be evaluated. At this time, the pacemaker remains in-service. Received additional information this device was explanted and replaced successfully. The patient did not experience any syncope symptoms prior to explant, despite being 100% dependent. The explanted device will return for analysis. Outside of the revision, no adverse patient effects were reported. Product returned for analysis.

Event description:
It was reported that this implantable pacemaker was found in safety mode and the patient will see the surgeon this week to discuss device replacement. It was recommended the patient be admitted to the hospital if 100% dependent and advised the patient to return to the hospital's emergency department to be evaluated. At this time, the pacemaker remains in-service. Received additional information this device was explanted and replaced successfully. The patient did not experience any syncope symptoms prior to explant, despite being 100% dependent. The explanted device will return for analysis. Outside of the revision, no adverse patient effects were reported.